Event description:
CT contrast infiltration into left forearm with under less than 2.0 pressure using a smith medical viavalve IV catheter 20 gauge. Catheter unable to tolerate the low amount of CT contrast pressure when manufacture states that this catheter can with stand 9.0 pressure of CT contrast infusion. Patient needed to be immediately treated with hyaluronidase for extravasation of IV contrast. This is the first episode. Similar episode occurred the next day with another attempt at CT scan with contrast on a new IV site with same type of IV catheter manufactured by smith medical. IV was started at 1415 on (B)(6) 2015 on admission date. No medication had been administered through this IV site as CT scan was done shortly after admission.